Event description:
Consumer reports questioning results of family member's plink meter. In addition to multiple e3's accuracy is an issue when comparing to old meter. Analysis run on clark error grid using competitive reading (55) as ref. Point vs. Bd readings (86) yielded data points in the d range of the grid, outside acceptable limits.